Event description:
It was reported to boston scientific corporation that an inod ultrasound guided biopsy needle was to be use in a inod navigational bronchoscopy procedure performed on (B)(6) 2024. During preparation, the package was found partially opened. They couldn't use the device and completed the procedure by opening a new one. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d2b: pro code (product code) is eoq, itx. Block h6: device code a020503 captures the reportable event of packaging seal compromised.